Event description:
It was reported the user received a shock. Visual inspection of the unit revealed that several internal components were bent and a segment of the heater wire had been pulled out of the protective plastic sheath that is crimped over the connection in one area, allowing a bare wire to contact the fabric foundation if the wire was manipulated sufficiently. We determined that this report was attributable to misuse of the unit on the part of the consumer.